Manufacturer narrative:
H.6. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported that the needle of the bd insyte¿ autoguard¿ bc shielded IV catheter would not retract during use when the button was pressed. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "also needle did not retract when the button was pushed on both 20g and 22g catheters from these lots."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The reported lot# 2153596 was not found for the reported catalog# 382534. The customer's address is unknown. (B)(6) USA has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle of the bd insyte¿ autoguard¿ bc shielded IV catheter would not retract during use when the button was pressed. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "also needle did not retract when the button was pushed on both 20g and 22g catheters from these lots."